Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during surgery, they have noticed two parallel scratches through the center of the optic approximately 2mm apart after injected into the eye. Subsequently the lens was removed during initial procedure and completed with another lens. Lens was successfully implanted in the patient and case was completed as planned. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Corrected information has been provided in h8. The lens was returned with a used company (d) cartridge and an unused company (d) cartridge for the same lot number. The lens was returned adhered to the underside of the lens case lid. Viscoelastic and possibly blood were observed dried on the lens. The lens had been cut into two pieces, typical of a removal. One haptic was broken-gusset area (returned). The lens was cleaned with klrp. Both optic portions have stutter type scratches along the peripheral of the posterior surface. The returned used company (d) cartridge was evaluated. Viscoelastic was observed in the cartridge. There was an aneurysm on the bottom right side of the tip. The cartridge had evidence of hp placement. The used company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Missing areas of coating were observed on the sides of the nozzle. The returned unopened company (d) cartridge was evaluated. The company (d) cartridge was microscopically examined with no damage or abnormalities observed. The cartridge was functionally tested per the IFU (instructions for use). No lens or cartridge damage was observed after the lens delivery. The company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Missing areas of coating were observed on the sides of the nozzle. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and cartridge were used. The viscoelastic was not provided. It is unknown if a qualified product was used. The used company (d) cartridge returned for this complaint was observed to be molded using the cavity 173 mold tooling at the vendor. Upon evaluation of the sample, the cartridge was observed to have missing coating inside the lumen of the cartridge, which can result in lens damage during delivery. The missing coating was caused by a mold attribute inside the lumen. This mold attribute was discovered during an internal review, and all product manufactured with cavity 173 company d cartridges were placed on hold as part of that investigation. However, a cavity mix occurred at the supplier, resulting in cavity 173 cartridges being inadvertently released within a cavity 175 batch. The root cause for the mold attribute on the lumen of the cartridge was an anomaly on the mold tool core pin used to manufacture the cartridge that transferred to the plastic during the molding process. The root cause of the cavity mix was determined to be inadequate line clearance / process controls at the molding vendor packaging operation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.